Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined superior vena cava (svc) impedance.  Variability in rv pacing and defibrillation impedance, as well as svc impedance was also observed.  The lead remains in use.  No patient complications have been reported as a result of this event.